Event description:
It was reported the flex deflectable videoscope camera was going in and out and they were not getting a good image. The issue occurred during and unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed due to distorted image when using bending section. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.